Event description:
A malfunction was reported by the customer, displaying a software error. Blood glucose level did not exceed 500 mg/dl and remained within a safe range. After assistance from technical support, the customer successfully reset the pump and the issue did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared.